Event description:
It was reported via exactech knee replacement study, this 49 y/o female patient was experiencing a sudden onset of pain and instability of left knee replacement in early april. Since then knee felt like it hyperextends and she cannot go up and down stairs without feeling like her leg is going to give way. By examination she has negative 8 degrees of extension and greater than 14 degrees of valgus laxity. The case report form indicates this event is definitely related to devices and/or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6) 02-010-01-0230 - logic femoral ps cem left sz 3. (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6) 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.